Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia valve in the native aortic position. Immediately after the valve was deployed, it dropped into the left ventricle and was implanted in the left ventricular outflow tract. A second valve was then implanted above the first one, low but without a paravalvular leak. The final patient outcome was reported as being in stable condition.